Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system had an illumination issue after surgery. There was no patient involved.

Manufacturer narrative:
Tabletop illuminator and a lamp were received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample lamp was installed into the sample illuminator module then installed into a calibrated system for functional testing. The lamp and illuminator were found to meet specifications. The system and the returned samples were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).